Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "total hip arthroplasty with ultra-short uncemented stem in patients with osteonecrosis of the femoral head: mid-term results" written by libor necas, maros hrubina, marian melisik, juraj cabala, zoltan cibula, and matej daniel published by hip international on august 12, 2021 was reviewed. The aim of this study is to assess clinically and radiographically a series of our patients who had undergone primary tha with the proxima stem for the treatment of onfh, and who were followed for minimum of 5 years. 97 hips (73 patients) were involved in the study. All were implanted with proxima stem, pinnacle cup, ceramic head, and ceramic liner. Adverse event involving depuy ¿ synthes products: radiographic findings ¿ 1mm radiolucent line in one cup with no noted progression (asymptomatic). 26 hips were in varus position or had migrated/subsided with no intervention noted. 2 hips were noted to be loose. 1 of the loose hip was noted to have migrated with pain. Both patients declined interventions so loosening wasn't confirmed via revision. 4 hips were noted to have radiolucent lines ¿ no intervention noted. Heterotopic ossification was noted in 8 patients (one was noted to be (B)(6), but doesn't provide any more information regarding the patient) ¿ no intervention noted. Other adverse events: 1 patient had an early infection (2 weeks post op) and underwent an I&d with antibiotics. 1 patient had instability/dislocation 2 months after surgery. The proxima stem was revised to a higher offset. 1 patient had a squeezing phenomenon 3 years after surgery. Patient was pain-free and satisfied. No treatment noted.